Manufacturer narrative:
X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal at the outflow aspect. Host tissue fused leaflets 1 and 3 near commissure 1 on outflow aspect. Leaflet 3 had been cut. The cut had a smooth and even edge; leaflet fragment was not returned. Serrated marking were observed on the host tissue located on leaflet 3 near commissure 1. The sewing ring was cut around leaflets 1 and 2 and exposed the wireform at the inflow aspect. The wireform was also exposed on commissures 2 and 3. Pledgets and sutures remained attached on the sewing ring. Despite requests for additional information, the reason for explant was not provided for this event. However, the explanted valve was returned for evaluation and demonstrated moderate host tissue overgrowth. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Through the implant patient registry, it was learned that this patient underwent redo aortic valve replacement to remove his 21mm bioprosthetic aortic valve after an implant duration of one year and two months. The reason for the procedure is unknown. The subject device was replaced with a 23mm edwards valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".